Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimu lator (ins). It was reported that the patient suffered a fall in april-2020 and hurt their arm (fall was not related to their stim). Their arm was hurt and they stopped using their stimulation for several months. When they went to turn their device on and use it again, they could not get any paresthesia at all. While troubleshooting with them over the phone the rep had the patient turn the intensity up to 10.5 from their normal 3.8 with no results. The patient would contact their pain physician to have the problem addressed. There was no date yet for their appointment. The patient¿s bad fall may have contributed to the issue. It was noted that the rep told the patient to call patient services, but the patient refused and was scheduling an appoint with their doctor. The issue was not resolved. No surgical intervention had occurred and it was unknown but the rep would follow-upfor more information if surgical intervention would be planned.